Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/bilateral pelvic pain, worse on left side than right / pain was worse with walking/pulling, tugging sensation/poking on her inside") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced asthenia ("weakness"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginitis"). In (B)(6) 2013, the patient experienced headache ("headache"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / left lower quadrant pain that radiates across the abdomen diffusely"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), migraine ("migraines"), arthralgia ("joint pain / hip pain"), alopecia ("hair loss"), fatigue ("fatigue / generalized fatigue"), weight decreased ("weight loss"), teeth brittle ("brittle teeth"), dizziness postural ("dizziness/lightheadedness with standing"), menstruation irregular ("irregular cycles"), abdominal distension ("bloating in her left lower quadrant"), myalgia ("worsening diffuse muscle aches / intermittent pain in the left upper anterior thigh"), paraesthesia ("intermittent tingling/tingling in her lower extremities"), allergy to metals ("severe nickel allergy") with rash and erythema, muscle tightness ("tightness in her jaw"), acute stress disorder ("acute stress reaction"), lumbar radiculopathy ("lumbar radiculopathy") and vaginal haemorrhage ("vaginal bleeding/vaginal spotting"). The patient was treated with surgery (laparoscopy with removal of the essure devices bilaterally with bilateral tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, alopecia, fatigue, weight decreased, teeth brittle, dizziness postural, menstruation irregular, abdominal distension, vaginal infection, myalgia, paraesthesia, asthenia, allergy to metals, headache, muscle tightness, acute stress disorder, lumbar radiculopathy and vaginal haemorrhage was resolving and the abdominal pain, menorrhagia, migraine and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, acute stress disorder, allergy to metals, alopecia, arthralgia, asthenia, dizziness postural, dysmenorrhoea, dyspareunia, fatigue, headache, lumbar radiculopathy, menorrhagia, menstruation irregular, migraine, muscle tightness, myalgia, paraesthesia, pelvic pain, teeth brittle, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: lower abdominal and pelvic pain that began after the essure devices were placed, was constant and debilitating, and disrupted her daily activities. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2014: positive for nickel sulfate and cobalt dichloride computerised tomogram head - on (B)(6) 2013: no intracranial abnormalities. On (B)(6) 2013, abdominal CT exam was unremarkable. On (B)(6) 2013, pelvic ultrasound was unremarkable. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she has pieces of coil remaining in her pelvis'), pelvic pain ('pelvic pain/bilateral pelvic pain, worse on left side than right / pain was worse with walking/pulling, tugging sensation/poking on her inside') and device dislocation ('migration') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"), menstruation irregular ("irregular cycles"), abdominal distension ("bloating in her left lower quadrant") and vaginal infection ("vaginitis"), 1 month 23 days after insertion of essure. On (B)(6) 2013, the patient experienced fatigue ("fatigue / generalized fatigue"), myalgia ("worsening diffuse muscle aches / intermittent pain in the left upper anterior thigh"), paraesthesia ("intermittent tingling/tingling in her lower extremities"), asthenia ("weakness") and allergy to metals ("severe nickel allergy") with rash and erythema. On (B)(6) 2013, the patient experienced pain in extremity ("left upper anterior thigh pain") and abdominal pain lower ("low abdominal pain"). In (B)(6) 2013, the patient experienced headache ("headache"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain / left lower quadrant pain that radiates across the abdomen diffusely"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia/ menstrual bleeding/abnormal bleeding"), migraine ("migraines"), arthralgia ("joint pain / hip pain"), alopecia ("hair loss"), teeth brittle ("brittle teeth"), dizziness postural ("dizziness/lightheadedness with standing"), muscle tightness ("tightness in her jaw"), acute stress disorder ("acute stress reaction"), lumbar radiculopathy ("lumbar radiculopathy"), vaginal haemorrhage ("vaginal bleeding/vaginal spotting"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms/allergy symptoms") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopy with removal of the essure devices bilaterally with bilateral tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, pain in extremity, abdominal pain lower, autoimmune disorder and hypersensitivity outcome was unknown, the pelvic pain, dysmenorrhoea, dyspareunia, alopecia, fatigue, weight decreased, teeth brittle, dizziness postural, menstruation irregular, abdominal distension, vaginal infection, myalgia, paraesthesia, asthenia, allergy to metals, headache, muscle tightness, acute stress disorder, lumbar radiculopathy and vaginal haemorrhage was resolving and the abdominal pain, menorrhagia, migraine and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acute stress disorder, allergy to metals, alopecia, arthralgia, asthenia, autoimmune disorder, device breakage, device dislocation, dizziness postural, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, lumbar radiculopathy, menorrhagia, menstruation irregular, migraine, muscle tightness, myalgia, pain in extremity, paraesthesia, pelvic pain, teeth brittle, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: lower abdominal and pelvic pain that began after the essure devices were placed, was constant and debilitating, and disrupted her daily activities. Date of removal (B)(6) 2013 as per pif. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2014: results: positive for nickel sulfate and cobalt dichloride. Computerised tomogram head - on (B)(6) 2013: results: no intracranial abnormalities; on an unknown date: her device was broken and pieces of it were later located in her pelvis. Diagnostic results: on (B)(6) 2013, abdominal CT exam was unremarkable. On (B)(6) 2013, pelvic ultrasound was unremarkable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: events-"migration, autoimmune disorder and hypersensitivity" added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she has pieces of coil remaining in her pelvis'), pelvic pain ('pelvic pain/bilateral pelvic pain, worse on left side than right / pain was worse with walking/pulling, tugging sensation/poking on her inside') and device dislocation ('migration') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"), menstruation irregular ("irregular cycles"), abdominal distension ("bloating in her left lower quadrant") and vaginal infection ("vaginitis"), 1 month 23 days after insertion of essure. On (B)(6) 2013, the patient experienced fatigue ("fatigue / generalized fatigue"), myalgia ("worsening diffuse muscle aches / intermittent pain in the left upper anterior thigh"), paraesthesia ("intermittent tingling/tingling in her lower extremities"), asthenia ("weakness") and allergy to metals ("severe nickel allergy") with rash and erythema. On (B)(6) 2013, the patient experienced pain in extremity ("left upper anterior thigh pain") and abdominal pain lower ("low abdominal pain"). In (B)(6) 2013, the patient experienced headache ("headache"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain / left lower quadrant pain that radiates across the abdomen diffusely"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia/ menstrual bleeding/abnormal bleeding"), migraine ("migraines"), arthralgia ("joint pain / hip pain"), alopecia ("hair loss"), teeth brittle ("brittle teeth"), dizziness postural ("dizziness/lightheadedness with standing"), muscle tightness ("tightness in her jaw"), acute stress disorder ("acute stress reaction"), lumbar radiculopathy ("lumbar radiculopathy"), vaginal haemorrhage ("vaginal bleeding/vaginal spotting"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms/allergy symptoms") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopy with removal of the essure devices bilaterally with bilateral tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, pain in extremity, abdominal pain lower, autoimmune disorder and hypersensitivity outcome was unknown, the pelvic pain, dysmenorrhoea, dyspareunia, alopecia, fatigue, weight decreased, teeth brittle, dizziness postural, menstruation irregular, abdominal distension, vaginal infection, myalgia, paraesthesia, asthenia, allergy to metals, headache, muscle tightness, acute stress disorder, lumbar radiculopathy and vaginal haemorrhage was resolving and the abdominal pain, menorrhagia, migraine and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acute stress disorder, allergy to metals, alopecia, arthralgia, asthenia, autoimmune disorder, device breakage, device dislocation, dizziness postural, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, lumbar radiculopathy, menorrhagia, menstruation irregular, migraine, muscle tightness, myalgia, pain in extremity, paraesthesia, pelvic pain, teeth brittle, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: lower abdominal and pelvic pain that began after the essure devices were placed, was constant and debilitating, and disrupted her daily activities. Date of removal (B)(6) 2013 as per pif. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2014: results: positive for nickel sulfate and cobalt dichloride. Computerised tomogram head - on (B)(6) 2013: results: no intracranial abnormalities; on an unknown date: her device was broken and pieces of it were later located in her pelvis. Diagnostic results: on (B)(6) 2013, abdominal CT exam was unremarkable. On (B)(6) 2013, pelvic ultrasound was unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality-safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("she has pieces of coil remaining in her pelvis") and pelvic pain ("pelvic pain/bilateral pelvic pain, worse on left side than right / pain was worse with walking/pulling, tugging sensation/poking on her inside") in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 month 23 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia"), menstruation irregular ("irregular cycles"), abdominal distension ("bloating in her left lower quadrant") and vaginal infection ("vaginitis"). On (B)(6) 2013, the patient experienced fatigue ("fatigue / generalized fatigue"), myalgia ("worsening diffuse muscle aches / intermittent pain in the left upper anterior thigh"), paraesthesia ("intermittent tingling/tingling in her lower extremities"), asthenia ("weakness") and allergy to metals ("severe nickel allergy") with rash and erythema. On (B)(6) 2013, the patient experienced pain in extremity ("left upper anterior thigh pain") and abdominal pain lower ("low abdominal pain"). In (B)(6) 2013, the patient experienced headache ("headache"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / left lower quadrant pain that radiates across the abdomen diffusely"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia/ menstrual bleeding"), migraine ("migraines"), arthralgia ("joint pain / hip pain"), alopecia ("hair loss"), weight decreased ("weight loss"), teeth brittle ("brittle teeth"), dizziness postural ("dizziness/lightheadedness with standing"), muscle tightness ("tightness in her jaw"), acute stress disorder ("acute stress reaction"), lumbar radiculopathy ("lumbar radiculopathy") and vaginal haemorrhage ("vaginal bleeding/vaginal spotting"). The patient was treated with surgery (laparoscopy with removal of the essure devices bilaterally with bilateral tubal ligation) and surgery (laparoscopy with removal of the essure devices bilaterally with bilateral tubal ligation). At the time of the report, the device breakage, pain in extremity and abdominal pain lower outcome was unknown, the pelvic pain, dysmenorrhoea, dyspareunia, alopecia, fatigue, weight decreased, teeth brittle, dizziness postural, menstruation irregular, abdominal distension, vaginal infection, myalgia, paraesthesia, asthenia, allergy to metals, headache, muscle tightness, acute stress disorder, lumbar radiculopathy and vaginal haemorrhage was resolving and the abdominal pain, menorrhagia, migraine and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acute stress disorder, allergy to metals, alopecia, arthralgia, asthenia, device breakage, dizziness postural, dysmenorrhoea, dyspareunia, fatigue, headache, lumbar radiculopathy, menorrhagia, menstruation irregular, migraine, muscle tightness, myalgia, pain in extremity, paraesthesia, pelvic pain, teeth brittle, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: lower abdominal and pelvic pain that began after the essure devices were placed, was constant and debilitating, and disrupted her daily activities. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2014: positive for nickel sulfate and cobalt dichloride computerised tomogram head - on (B)(6) 2013: no intracranial abnormalities on (B)(6) 2013, abdominal CT exam was unremarkable. On (B)(6) 2013, pelvic ultrasound was unremarkable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received - new event she has pieces of coil remaining in her pelvis, low abdominal pain, left upper anterior thigh pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she has pieces of coil remaining in her pelvis'), embedded device ('segment of an essure coil was noted to be embedded in the left broad ligament adjacent to the uterus'), pelvic pain ('pelvic pain/bilateral pelvic pain, worse on left side than right / pain was worse with walking/pulling, tugging sensation/poking on her inside') and device dislocation ('migration/lumen without evidence of metallic coil material') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and endometriosis. On (B)(6) 2013, abdominal CT exam was unremarkable. On (B)(6) 2013, pelvic ultrasound was unremarkable. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"), menstruation irregular ("irregular cycles"), abdominal distension ("bloating in her left lower quadrant") and vaginal infection ("vaginitis"), 1 month 23 days after insertion of essure. On (B)(6) 2013, the patient experienced fatigue ("fatigue / generalized fatigue"), myalgia ("worsening diffuse muscle aches / intermittent pain in the left upper anterior thigh"), paraesthesia ("intermittent tingling/tingling in her lower extremities"), asthenia ("weakness") and allergy to metals ("severe nickel allergy") with rash and erythema. On (B)(6) 2013, the patient experienced pain in extremity ("left upper anterior thigh pain") and abdominal pain lower ("low abdominal pain"). In october 2013, the patient experienced headache ("headache"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / left lower quadrant pain that radiates across the abdomen diffusely"), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia/ menstrual bleeding/abnormal bleeding"), migraine ("migraines"), arthralgia ("joint pain / hip pain"), alopecia ("hair loss"), teeth brittle ("brittle teeth"), dizziness postural ("dizziness/lightheadedness with standing"), muscle tightness ("tightness in her jaw"), acute stress disorder ("acute stress reaction"), lumbar radiculopathy ("lumbar radiculopathy"), vaginal haemorrhage ("vaginal bleeding/vaginal spotting"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms/allergy symptoms") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy, salpingectomy (bilateral) and laparoscopy with removal of the essure devices bilaterally with bilateral tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, device dislocation, pain in extremity, abdominal pain lower, autoimmune disorder and hypersensitivity outcome was unknown, the pelvic pain, dysmenorrhoea, dyspareunia, alopecia, fatigue, weight decreased, teeth brittle, dizziness postural, menstruation irregular, abdominal distension, vaginal infection, myalgia, paraesthesia, asthenia, allergy to metals, headache, muscle tightness, acute stress disorder, lumbar radiculopathy and vaginal haemorrhage was resolving and the abdominal pain, heavy menstrual bleeding, migraine and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acute stress disorder, allergy to metals, alopecia, arthralgia, asthenia, autoimmune disorder, device breakage, device dislocation, dizziness postural, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, heavy menstrual bleeding, hypersensitivity, lumbar radiculopathy, menstruation irregular, migraine, muscle tightness, myalgia, pain in extremity, paraesthesia, pelvic pain, teeth brittle, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: lower abdominal and pelvic pain that began after the essure devices were placed, was constant and debilitating, and disrupted her daily activities. Date of removal (B)(6) 2013 as per pif. Trailing coils: 3 on left and 3 on right diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2014: results: positive for nickel sulfate and cobalt dichloride. Computerised tomogram head - on an unknown date: her device was broken and pieces of it were later located in her pelvis; on (B)(6) 2013: results: no intracranial abnormalities. Diagnostic results: concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure coil was noted to be embedded in the left broad ligament adjacent to the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, lumen without evidence of metallic coil material. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient middle name, dob, medical history, event: essure coil was noted to be embedded in the left broad ligament adjacent to the uterus, rcc added. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.